Manufacturer narrative:
(B)(4). The device was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided. Details for this event were not available from the initial reporter.

Event description:
Medtronic neurosurgery received a report that the user facility had an issue with a snap shunt becoming un-snapped in an infant.